Event description:
Follow up information received from the healthcare professional reported that the patient was doing fine with no injuries noted.

Event description:
It was reported the patient experienced a burning pain at the implantation site of the implantable neurostimulator (ins) since it had been implanted. The left corner of the ins had been causing the pain. The patient's ins was at the patient's right midriff. The pain was there when the patient was walking or sitting, but it was fine when she was lying down. The patient had used a lidoderm patch or a cream to help with the pain. The patient stated it feels better if she would push on the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7496, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 267690001, implanted: (B)(6) 2011. Product type: accessory: product ID 3487a, lot# l42141, implanted: (B)(6) 1998. Product type: lead. (B)(4).